Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 9735670; (serial: (B)(6)); implant date: n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: sw kit 9735737 stealth s8 cranial. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the site was having a hard time tracking the biopsy needle. It was also noted that once aligned to their plan they locked trajectory and the top stop point "seemed like it was going to be too deep for the target they were trying to hit". They then unlocked and relocked trajectory and received a new tip stop distance that seemed more reasonable for the created plan. Technical services (ts) performed archive analysis and concluded that the scan did not include the hard pallet of the patient. Registration was not achieved to a high enough degree to get a green sphere of accuracy around the plans. Additional information was received. It was reported that the difference between the initial tip stop point and the second, correct tip stop point was about 30mm.